Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A patient was implanted with an advance xp sling system, date of implantation was not provided. It was reported that the advance was explanted on (B)(6) 2012 due to migration. The patient was implanted with an alternative device on (B)(6) 2013.